Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.